Manufacturer narrative:
The reported issue of a patient undergoing a full system explant due to an infection was not confirmed. This issue cannot be confirmed with product testing. Visual inspection of the device did not identify any anomalies or damage that would contribute to the reported issue. Normal pairing and bluetooth (ble) communication was observed. It was running the therapy application and functional. It was functionally tested on ate and passed all tests. A review of the production records pertinent to packaging and sterility were requested for the returned product results and will be recorded on the corresponding pi main. The root cause of the issue could not be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-31630, 1627487-2020-31631, 1627487-2020-31632, 1627487-2020-31633. It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site that had spread to the leads. The physician stated that the patient cut their foot a week after their ipg replacement and the infection spread up their foot to their ipg site. The patient was prescribed antibiotics and hospitalized for multiple nights. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.